Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion test and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of motor error with her daughter's insulin pump. The customer's blood glucose level at the time of incident was 257 mg/dl. The customer's daughter received motor error while conducting a bolus. The customer was assisted with troubleshoot and was able to complete the rewind process. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.